Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000177887.

Event description:
It was reported that a patient experienced pain and weakness in the legs following trial procedure. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted to address the issue. It is unknown which lead contributed to the reported issue.